Event description:
The user facility reported that the raceway tubing section leaked during a bypass procedure. The perfusionist changed out the tubing section and the procedure was completed successfully without any further complications. Follow up information indicated that the tubing kit had been set up, primed and in use 1-2 hours before the leakage occurred. The blood loss was reported as "minimal" and there was no reported patient impact.

Manufacturer narrative:
Examination of the returned sample did confirm a 1/4 inch split in the tubing wall. There was no evidence of a defect in the tubing or a manufacturing related cause for this event. Follow up communication with the user facility confirmed that they have fairly new equipment and that they've experienced other pump jams and instances where tubing is crossing over in the pump. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports related to this lot number. The convenience kit labeling does address the potential for leakage in the instructions-for-use with recommendation to carefully observe the product before and continuously during use. In addition, it warns against improper adjustment of the pump rollers against the tubing which can cause tubing failure. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.